Event description:
Critically ill patient was in cath lab having an emergency c-port (cardiac catheterization) procedure for treatment of an acute mi. Attempted to perform cardiac output measurement. The system kept giving unstable temperature warnings for the cardiac output function. Alternative methodology had to be used to perform measurement. A second patient required a procedure immediately after the mckesson representative made a change to the nic card configuration for the rt display computer to correct the cardiac output issue; the system would not reboot. The patient care was delayed and the patient had to be taken to an alternate room for their procedure. The mckesson representative used diagnostic tools to restart the system. There have not been any issues with the cardiac output function since the change to the nic card configuration and the reboot.manufacturer response for hemodynamic monitor system, mckesson: service call placed immediately and representative sent to evaluate and repair system.manufacturer response for hemodynamic monitor system, mckesson: service call placed to mckesson and representative came to evaluate and repair the systems.